Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had their device moved to a new pocket. It was stated, the patient was having trouble adjusting stimulation after the procedure. The reason for the revision was not reported. No other details were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.